Event description:
It was reported that during a device eval conducted at the MFR, a broken bur was discovered in the drill attachment. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR because it was reported by the user facility that the device would not accept the cutting bur. Upon investigation, a broken bur was discovered within the device. The cause of the bur breakage is unk, however, the investigation is on-going. A f/u report will be submitted if the investigation results require.